Event description:
It was reported that the first part of the procedure was completed without issue but while the probe was subsequently defrosting the metal connection began to leak gas on one of the collets. When the connection started to leak the nurse tried to push the connection in to stop it from leaking and she received a cryo-genic burn to her right index finger approximately 2cm in length and 1cm in width with damage to deep tissue. The nurse is undergoing outpatient visits once a week for re-dressing and examination. The patient care was not affected.

Manufacturer narrative:
(B)(4). The device was returned to manufacturer on (B)(4) 2014 and evaluation is still in progress. Manufacturer will supplement this report upon completion of analysis.